Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. G2 ¿ foreign ¿ poland. H11 - attempts have been made to gather all product identification information and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the preparation for a surgery, while checking if the instrument was functional and ready for use, a drill broke. It had no effect on the patient. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: e1 (first name, last name, email address), e2, e3. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.